Manufacturer narrative:
Additional information: d9, g3, h2, h3. One ensite x amplifier was received. The field reported event was able to be confirmed based on evaluation of the logs, however the amplifier¿s physical channels were not at fault as the functional test passed. Based on the information provided to abbott and the investigation performed, the reported event was not able to be duplicated, and the root cause remains undetermined.

Event description:
During an av node ablation procedure, the respiration rejection was not functioning resulting in a delay. When attempting to take respiration, there was an error stating "respiration data collection failed. Unreliable channels detected: "53, 54, 55, 56". The pins in the pin block were checked to make sure they were seated correctly. Another respiration was attempted resulting in the same error message. The tacticath se catheter cable was unplugged and re-plugged from the tactisys quartz and the cable was switched from port se1 to se2. Another respiration was attempted resulting in the same error message. The tacticath se ablation catheter was then switched out for a new tacticath se ablation catheter. Another respiration was attempted resulting in the same error message. A full system reboot was then performed, unplugging everything from the front of the ensite x amplifier while restarting it. All cables were then plugged into the front of the ensite x amplifier and another respiration was completed. This resolved the error message. The procedure was completed and there were no patient consequences.